Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a dressing exchange in the unit, the drainage catheter was accidentally pulled from the patient by the medical staff. After the catheter was removed it was discovered that the locking suture was broken. The patient experienced a pneumothorax and started to code. A code blue was initiated by the medical staff. It is unknown how long the catheter was in place, when the suture broke, or if the intent was to remove the drainage catheter from the patient. The patient has since recovered from the incident.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.